Event description:
According to the rn in the open heart room, the vasoview hemopro was put up on the surgical field and when the product was plugged in it was in continuous on mode. The assistant and the tech tried to turn off product, and it was still in continuous on mode. It was removed from surgical field and another one was open. Never came in contact with the patient. No harm to patient.